Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer also reported wear and tear on their insulin pump. It was found the customer was unable to remove the battery cap on their insulin pump. The customer stated they were able to resolve the no delivery alarms by changing their infusion set. Customer's blood glucose was unknown. No additional information provided.